Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 562 mg/dl at the time of the incident. The customer's current blood glucose level was 231 mg/dl. The customer¿s other relevant blood glucose level was 182 mg/dl, 121 mg/dl, 382 mg/dl, 72 mg/dl and between 300-400 mg/dl. The customer was treated by the manual injections. The customer was assisted with troubleshooting. The insulin pump will not be returned for the analysis.